Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of an unknown exoseal vascular closure device (vcd) did not change color, and compression hemostasis was subsequently used. There was no reported patient injury. The physician was performing a cerebral angiography case. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use. There was difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black, and there was no color change. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction, and there was no color change. When the device was removed from the patient, the indicator wire loop was deployed/showing. The device was not attempted to be deployed outside the patient¿s body. A non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde puncture. The patient's body mass index was not greater than 40. The physician had achieved certification on the use of exoseal vcd. The device will be returned for evaluation.